Event description:
It was reported the patient was experiencing increased baseline pain. The patient saw the health care provider. The event logs from the pump indicated a motor stall had occurred in 2008 with no recovery message. Interrogation of the pump later (the following month) indicated a motor stall recovery was noted on ten days after the original date. It is unknown if any alarms were activated. There was no known emi present in the house where the patient had been most of the time. There was no recent MRI. No diagnostic studies had been performed. Troubleshooting was being considered. It is unknown if the patient underwent any treatments before returning home. Additional information has been requested.